Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to performing the procedure, the physician found the guidewire was kinked. No patient involvement. A new product was used.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide assembly for evaluation. The guide wire was returned within the advancer tube, although the end cap was missing from the assembly. Visual analysis of the guide wire showed one kink towards the distal end. During normal assembly, this kink would have been located inside the straightener tubing, protecting the guide wire from damage. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire body was located at 24 mm from the distal end. The total length of the guide wire measured to be 602 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.81 mm which is within specifications of 0.788-0.826 mm per swg product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The undamaged portions of the guide wire were able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. Manufacturing has been previously contacted for defects of this nature. They stated that all guide wire assemblies are 100% inspected by an automated vision station before being packaged. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed based on a potential lot number from sales history with no relevant findings to suggest a manufacturing related cause. During normal packaging , the kinked portions of the guide wire body would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported prior to perfoming the procedure, the physician found the guidewire was kinked. No patient involvement. A new product was used.